Manufacturer narrative:
The product was not returned for eval and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan.

Event description:
The distal tip of the mpa 1 catheter sheared off in the iliac artery and was retrieved in surgery. The pt is a male. A cross over procedure was attempted from right to left to treat the left iliac artery. The arteries were heavily calcified and tortuous. Having treated the right iliac (by angioplasty), an attempt was made at the left ilio-femoral artery by a cross-over approach. The proximal left iliac artery was diseased, making it difficult to negotiate anything distally. The physician did get over to the left side from the right, but the lesion was tortuous, so the physician was unable to proceed. Eventually, a terumo wire was passed into the left superficial femoral artery, but the physician unable to get a catheter to follow. When bringing the catheter back across the bifurcation into the right external iliac artery the tip sheared off. The pt was taken to surgery since no snares were available in radiology. A basket was used to retrieve the tip in surgery, so cut down was not needed. The pt is in stable condition.